Manufacturer narrative:
Upon receipt, the lead was found dissected into three fragments. All parts of the lead were returned for analysis. The lead fragments were extensively analyzed. In the course of the analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The visual inspection revealed explantation damages. Due to the damages the mechanical and electrical inspection of the lead was not properly feasible. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patient presented at follow-up with loss of capture on ra lead and the ra lead was sensing ventricular activity. A chest x-ray showed the ra lead had dislodged into the rv. While attempting to reposition this lead, the physician nicked the insulation on this lead and replaced it with another pacing lead. Should additional information be received, this file will be updated.